Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned general surgery procedure was performed by the customer when the issue occurred, and the procedure was completed normally using the wired footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that the fluoroscopy pedal was intermittently not working. To resolve the issue, fse replaced the wired footswitch. The defective footswitch was returned to philips for analysis and found that three anti-slip rubbers were missing, and the bracket was bent forward. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy pedal was intermittently not working. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.